Manufacturer narrative:
Concomitant device: (B)(4). Note: the patient interface 8253200, s/n (B)(4), was not received for evaluation. This device was not returned, no analysis was performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant device: 8253200 - patient interface 8253200 response 3.0, s/n (B)(4), lot 211629684, manufactured: 07/18/2016. Product evaluation: upon evaluation of the mainframe (8253002), service and repair found that the device was received in good condition. - during pretest no issues on device; opened all possible connections, checked no deviations found. A 48 hour burn has been performed to try to find the complaint; no results, device working according to specs. Touchscreen calibration has been performed. Evaluation of patient interface 8253200 is anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The nim could not be set up as the electrode check wasn't successful despite anesthetized without any paralytic agent or the chargeable table being plugged in. The display was "flashing erroneous messages". The patient did not have the procedure done because the nim did not work; the case was cancelled. There was no reported patient impact.